Event description:
It was reported that during interrogation, the impedance values were out of range. Noise was reproducible with isometrics. X-ray confirmed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.